Manufacturer narrative:
A steris field service technician arrived onsite, inspected the sterilizer, and found no issues with the unit. The technician was informed that the employee initiated a cycle, aborted the cycle, and then sustained the reported burn. The sterilizer was tested, confirmed operating according to specification, and returned to service. No malfunctions were identified with the sterilizer. Section 1 of the operator manual for the 16" amsco century sterilizer states, "sterilizer and rack/shelves will be hot after cycle is run. Always wear protective gloves and apron (also face shield if processing liquids) when removing a processed load. Protective gloves and apron should also be worn when reloading sterilizer following previous operation." The steris technician discussed the proper use and operation of the unit with the user facility. Steris has offered the user facility in-service training regarding the wearing proper ppe while operating the sterilizer.

Event description:
The user facility reported that an employee aborted a cycle on their 16" amsco century sterilizer and received a burn trying to unload the unit. The employee sought medical treatment for the reported burn.